Manufacturer narrative:
(B)(4). Literature citation: klinger c, riecken b, müller j, westphal a, löffler j, froehlich e, caca k. 2018. Doppler ultrasound surveillance of tips-patency in the era of covered stents ¿ retrospective analysis of a large single-center cohort. 2018. Z gastroenterol; 7: 1053-1062. Doi: 10.1055/s-0044-102107. The gore® viatorr® tips endoprosthesis instructions for use note that adverse events may include prosthesis malposition, prosthesis/device failure, thrombosis, stenosis, occlusion, and/or death.

Event description:
This information was received through literature article "doppler ultrasounds surveillance of tips-patency in the era of covered stents - retrospective analysis of a large single-center cohort" published online in zeitschrift für gastroenterologie, (B)(6) 2018. The purpose of this single-center retrospective study was to determine accuracy and necessity of long-term doppler ultrasound (du) surveillance of transjugular intrahepatic portosystemic shunt (tips) patency after implantation of an eptfe-covered stent graft (gore® viatorr® tips endoprosthesis). The study includes 228 consecutive cirrhotic patients with tips implantation (january 2007 to june 2014) due to portal hypertensive complications. Standardized du surveillance was scheduled 3-5 days, 3 months, and 6 months after tips implantation and every 6 months thereafter. Portal venography was performed in cases of du findings suspicious of tips dysfunction, clinical signs of recurrent portal hypertension, or refractory hepatic encephalopathy. The article reports that a patient with clinical suspicion of tips dysfunction died shortly after admission prior to du/angiography.